Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the shield on the relion® insulin syringe was difficult to detach, and the needle hub separated from the syringe during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "shields are difficult to remove needle hub separated."

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 31g x 6mm, 0.3ml relion insulin syringes from lot 9007870. Relion consumer stated: shields are difficult to remove, needle hub separated. Both returned samples were examined, and no apparent issues were observed; no needle hub separation issues were observed on either of the returned syringes. Both samples were then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.21 sample 2 3.04 as no manufacturing defects were observed on either of the returned samples, the alleged issues could not be confirmed. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed. H3 other text : see h.10

Event description:
It was reported that the shield on the relion® insulin syringe was difficult to detach, and the needle hub separated from the syringe during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "shields are difficult to remove needle hub separated."

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield on the relion® insulin syringe was difficult to detach, and the needle hub separated from the syringe during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "shields are difficult to remove. Needle hub separated."